Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual cycle/abnormal bleeding ( menorrhagia),") and autoimmune disorder ("autoimmune issues") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ibuprofen and sertraline hydrochloride (zoloft) from 2008 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), night sweats ("hormonal changes describe : night sweats"), mood swings ("mood sings"), insomnia ("insomnia"), vaginal haemorrhage ("vaginal bleeding"), depression ("psychological or psychiatric problems condition: periodic severe depression"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced lichen planus ("lichen planus"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure (ess205). In november 2013, the patient experienced abdominal pain upper ("stomach pain after eating"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), urinary tract infection ("urinary tract infection") and micturition urgency ("bladder or urinary problems or changes: urgency/frequency"). The patient was treated with levonorgestrel (mirena) and surgery (d+c, novasure endometrial ablation and hysterectomy with bilateral salpingectomy,uterosacral ligament suspension). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and micturition urgency had resolved and the autoimmune disorder, back pain, fatigue, night sweats, mood swings, insomnia, urinary tract infection, depression, lichen planus, dyspareunia, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, insomnia, lichen planus, menorrhagia, micturition urgency, mood swings, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005 total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes describe : night sweats, mood sings, insomnia, vaginal bleeding, urinary tract infection, psychological or psychiatric problems condition: periodic severe depression, lichen planus, bladder or urinary problems or changes: urgency/frequency, dysmenorrhea, dyspareunia, weight gain, stomach pain after eating / cramping, pelvic pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, menorrhagia, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, fatigue and menorrhagia to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.